Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The displacement, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed or the motor position encoder error alarm verified in the alarm history screen due to the motor error alarm. The device also had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus; he rewound and then received a no delivery alarm. The blood glucose at the time of the incident was 297 mg/dl. The customer stated that the alarm history showed two motor position encoder error alarms. The customer was able to rewind but received another motor error alarm during the displacement test. The device was returned for analysis.